Event description:
Caller states, patient tested 2.8 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.